Manufacturer narrative:
Batch review performed on 17 september 2019. Lot 144289: (B)(4) items manufactured and released on 06-mar-2015. Expiration date: 2020-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 10 months after primary surgery, complaining of pain due to instability. The surgeon increased the poly size from a medacta sphere insert flex right 11mm s5 to a medacta sphere insert flex right 13mm s5 for more stability. The surgery was completed successfully.